Manufacturer narrative:
Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the inappropriate treatment. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4); (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A patient received an inappropriate shock. Motion artifact contributed to the false detection. The response buttons were pressed after treatment. The patient remained at the nursing facility. While the patient was being treated, they fell to the ground. It was reported that the nurse also received a shock due to catching the patient when they fell. The patient and nurse did not sustain any injuries from the treatment. There is no indication of an external defibrillation. The residual risk associated with a bystander being shocked while in contact with the patient requiring defibrillation is disclosed in the patient manual as a warning. The warning is stated as ¿do not touch the patient while a shock is being delivered. Anyone touching the patient during a treatment may be shocked.¿